Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was returned for evaluation and the clinical observation was confirmed. The device was returned without implant coil therefore, any contributing factors from implant coil could not be assessed. As received, the tack weld replacement (twr) crimp and the pushwire distal to the break indicator at the manual detachment location (via hypotube) were found to be intact. In addition, the pushwire was found broken at the proximal end and extending out from the distal end of the introducer sheath. During evaluation the coin was found pulled back from the lumen stop, with the shield coil stretched and with the implant coil detached. The retainer ring appeared to be damaged. No other anomalies were found. It was not possible to definitively determine the cause of coil separation/break from the pushwire. It is possible that the break in the pushwire with the coin pulled back from the lumen stop, or the ovalized retainer ring may have contributed to the detached implant coil.

Manufacturer narrative:
The axium coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device a supplemental report will be filed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment of aneurysm the coil broke in the micro catheter. It was reported the physician withdrew the coil successfully and replaced it with another coil and finished the procedure. No patient complications were reported.